Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message . Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan; the customer's report was duplicated and attributed to the returned electrodes. When the electrode cable end towards the pads was slightly stressed, the waveform was affected and would not properly display and no ECG signal was detected. The electrode pads were scrapped to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.